Event description:
Knee swelling [knee swelling]. Case narrative: initial information received on (B)(6) 2018 (processed together with (B)(6) 2018) regarding an unsolicited valid serious case from (B)(6) received from a physician. This case involves (B)(6) yr old male patient who experienced knee swelling, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had received at least one hylan g-f 20 (synvisc) injection previously and had been satisfied with it. On an unknown date in 2018, the patient was administered synvisc (hylan g-f 20, sodium hyaluronate) intra-articular injection of unknown dosage (lot - unk). On an unknown date, after a couple of days, patient experienced knee swelling (latency: unknown). Patient was sent to the (B)(6) where he had received a cortisone injection aa a treatment. Patient had recovered and told that he wanted to continue with synvisc. Final diagnosis was knee swelling. Corrective treatment: cortisone injection for knee swelling. The patient outcome is reported as recovered / resolved on an unknown date for knee swelling. Seriousness criteria: intervention required. On (B)(6) 2018, product event intake report # (B)(4) was received. A product technical complaint has been initiated and the results were pending for the same.

Event description:
Knee swelling [knee swelling] . Case narrative: initial information received on 08-nov-2018 and 09-nov-2018 (processed together with 08-nov-2018) regarding an unsolicited valid serious case from finland received from a physician. This case involves 60 yr old male patient who experienced knee swelling, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had received at least one hylan g-f 20 (synvisc) injection previously and had been satisfied with it. On an unknown date in 2018, the patient was administered synvisc (hylan g-f 20, sodium hyaluronate) intra-articular injection of unknown dosage (lot - unk). On an unknown date, after a couple of days, patient experienced knee swelling (latency: unknown). Patient was sent to the university hospital where he had received a cortisone injection aa a treatment. Patient had recovered and told that he wanted to continue with synvisc. Final diagnosis was knee swelling. Corrective treatment: cortisone injection for knee swelling. The patient outcome is reported as recovered / resolved on an unknown date for knee swelling. Seriousness criteria: intervention required. A product technical complaint was initiated on 16-nov-2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. On 09-nov-2018, product event intake report # (B)(4) was received. A product technical complaint has been initiated and the results were pending for the same. Additional information received on 16-nov-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.